Event description:
It was reported that the wake button was not working. The customer reported that the button was difficult to press and requires multiple presses to turn on pump screen. The customer reverted to an alternate method of insulin therapy. The customers blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.